Event description:
Additional information received from the manufacturer representative (rep) reported that they met the patient for the first time on the day of this report for his charging problems. The patient indicated that he had spoken with someone in patient services multiple times about the issue.

Manufacturer narrative:
Concomitant products: product ID: 977a190, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a190, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported that they felt like they were being shocked when going up and down stairs. They also had increased pain since they decreased their oral pain medication. It was noted that the patient was getting just under 50% relief. The device was implanted for pain and dystrophy in their right hand, arm, and forearm. The leads were implanted by the patient's neck and they got stimulation in undesired locations. At 4.80, the patient's stimulation level, it was painful when they laid down. The stimulation was so strong that when they turned horizontal they had to turn the stimulation off. The stimulation was painful, uncomfortable, and undesired. The patient was indicated for spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received from the patient stating that when stimulation was off, they got the feeling of shards of glass and extreme pain. It was mentioned that the stim was uncomfortable and it resonated all over the body, left arm there was pain. The location of the symptoms was the right arm specially, back of head, and feet. They stated that they had been taken off neurontin and had to be put back on it. It was noted that the uncomfortable stimulation was about a month after implant, when braces were taken off 2014. It felt like a shard of glass in (B)(6) 2014. It was noted that in (B)(6), the rep reprogrammed the patient and they could not lay flat or their stimulation went radical. Only used one hand, their dominant hand was damaged. The implantable neurostimulator (ins) was on the left side and the leads were in the middle of the back by their shoulder blades. On (B)(6) 2016 they had an x-ray for 10 minutes with their doctor and manufacturer representative (rep). The doctor wanted to make sure the device was all intact.